Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The existing device was explanted and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The existing device was explanted and replaced. There were no further patient complications reported.